Event description:
A (B)(4) customer received blood glucose readings of 1.4 and 3.1mmol/l on the contour next. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. New strips and meter were sent to the customer. Customer returned her strips for evaluation.